Event description:
The pt fell from bed when the enabler bar broke. The clip holding the enabler bar, attached to the flat metal which was attached to the bed frame broke and the pt rolled out of bed resulting in a right femur fracture.